Manufacturer narrative:
Date of this submission is (B)(6), 2011. This is a non-us event. This event occurred in (B)(6). The product is not sold or imported into the us. This event is being reported since it is determined to be a "similar" product to the us distributed tampon. This closes out this report unless significant information is received.

Event description:
Consumer was hospitalized in 2010 for an unknown period of time due to sepsis. Hcp mentioned a possible link to tampon use. Sepsis resulted in amputation of a foot, toes, and fingertips.